Event description:
An altitude alarm was declared by the pump. There was no reported adverse impact to customer's blood glucose level. The customer's insulin delivery was initially suspended but attempts to resume it by cleaning the speaker holes and reseating the cartridge were unsuccessful. A new cartridge was loaded, yet the alarm persisted, leading technical support to decide on replacing the pump and cartridge. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and to put the current pump in storage mode before returning it. The pump was confirmed to be under warranty, and arrangements were made for a replacement.